Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a routine transplant procedure. Thrombus was noted upon device evaluation.

Manufacturer narrative:
Approximate age of device - 1 year, 1 month. Device evaluation: the pump was returned to the manufacturer for evaluation and the presence of thrombus was found inside the pump. The pump was returned assembled. The driveline was cut approximately 9 inches from the pump housing with the rest of the driveline returned. All parts of the sealed inflow conduit were returned. The inlet elbow was attached to the pump. Approximately 4 inches of the sealed outflow graft was returned. The outflow graft bend relief was returned. A bend relief collar was present and secured with blue suture. The outflow elbow was returned attached to the pump. Evaluation revealed deposition on the rotor bearing ball and outlet stator. The thrombus surrounding the rotor bearing ball appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was in operation. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The soft, white deposition in the outlet stator was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Electrical continuity testing of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.